Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the implant was removed and replaced due to a tubing break directly at the junction of the connector.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the reservoir. A separation was noted on the exhaust tube of cylinder 1. This was a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress was exerted on the exhaust tubing of cylinder 1 to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the implant was removed and replaced due to a tubing break directly at the junction of the connector.